Manufacturer narrative:
A complaint of overheating could not be confirmed. Product passed functional and high speed testing (100-10,000 rpms) for 10 minutes. Unit passed functional tests on the dyonics power, dii and dii eip test control units with and without footswitch. Current draw was average for this product and overheating did not occur during functional testing. Mdu was tested with 2 different blades with irrigation. Melting of blades did not occur during testing. All functions performed as expected. No problem found. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that the mdu hand control shaver heated up and blades melted during a shoulder procedure. A delay of less than 30 minutes was noted. A backup device was used to complete the procedure. No patient injury or complications were reported.